Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/28/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/16/2014 with the following findings:a review of the pump¿s history showed evidence of loss of primes due to replace cartridge warnings or pump not primed after rewind. The pump was able to power on normally and perform the ez prime steps successfully. A 24 hour exercise was performed with no loss of prime or alarms. The force sensor was found to be in calibration. The pump cover was opened and no contamination or damage to the force sensor circuit was observed. Unrelated to the complaint, the display screen was discolored. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.